Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B) (6) 2009, that a customer had a problem with a dialysis catheter. The customer reports, a pt had to have the dialysis catheter removed and replaced due to cracking of the adapter.